Manufacturer narrative:
Concomitant medical products: product ID: 3887-45, lot# j0322174v, implanted: (B)(6) 2003, product type: lead. Product ID: 3887-45, lot# j0322174v, implanted: (B)(6) 2003, product type: lead. Product ID: 3887-45, lot# j0322174v, implanted: (B)(6) 2003, product type: lead. Product ID: 3887-45, lot# j0322174v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported the patient had a gradual loss of stimulation and therapeutic effect. The patient was reprogrammed several times. The cause of the event was determined and it was device related. The patient¿s leads were replaced. Prior to the lead replacement x-rays were done on (B)(6) 2013. The patient had a 50 percent or greater symptoms reduction and they recovered without permanent impairment.